Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a fungal infection under the armpit where the garment was digging into the skin. There was no alleged device malfunction contributing to the infection. The patient was hospitalized for treatment of the infection. Outcome of the infection is unknown as follow up attempts were unsuccessful.